Event description:
Reporter indicated that vns patient has been having trouble eating for the past year and a half. It was reported that the patient is sometimes fed milk shakes because patient has had trouble eating, and that recently patient has barely been able to swallow food at all. It was reported that the patient gags or throws up when food is put into their mouth. The patient underwent generator replacement surgery due to end of service right before patient began having trouble eating.